Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symtom/condition.

Event description:
It was reported that this unknown lead was fractured. The lead was capped. No additional adverse patient effects were reported.